Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) discussed programming options to reduce the inappropriate therapy. This device remains in service. No additional adverse patient effects were reported.